Manufacturer narrative:
Ous MDR: regarding the facts mentioned in the complaint, neither the analysis of the ICD nor the analysis of the lead were able to detect any deviations from the technical specifications. The pacing behavior of the ICD in particular proved to be completely in accordance with the specifications. During the analysis of the lead, neither short circuits nor conduction interruptions could be measured, especially under changing mechanical stress. The visual inspection showed coagulated blood in the lumen of the rope of the electrical conductor of the rv shock coil. This manifestation of damage is caused by damage to the insulation of the inner coil. It should be considered that the inner coil might have been damaged by the stylet. Since the outer insulation of the lead did not show any signs of damage, it can be assumed that this blood was introduced into the lead with the stylet. The analysis was unable to find any material defect or manufacturing error.

Event description:
Ous MDR: ineffective antibradycardic pacing was reported after an implantation period of 7 days. The ICD and the lead were explanted.